Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that they experienced high blood glucose and hospitalized due to diabetes ketoacidosis. They mentioned it due to bent cannula. The blood glucose was 560 mg/dl at the time of incident then it raised to 590 mg/dl. They also stated that the insulin pump had insulin flow blocked alarm. Troubleshooting was performed. Customer was wearing the insulin pump during the hospitalization. The insulin pump will not be return for the analysis.